Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Measured batteries and charger voltage on j7. Values were in range. Measured batteries under load, voltage dropped to 92v and stabilized at 95v without load. The batteries were replaced and the issue was resolved. The batteries were discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system displayed a critical battery error on the system pendant. There was no patient present when this issue was identified.